Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this patient underwent a surgical intervention for a cardiac procedure, wherein this right ventricular (rv) lead was unintentionally damaged by the physician. As a result, the lead was removed and replaced. No adverse patient effects were reported.